Manufacturer narrative:
Exact date unknown, event occurred a couple year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was no longer charging, and therefore underwent an ipg replacement procedure. The patient was getting great coverage postoperatively, and explanted ipg was kept by medical facility.